Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter extension set was unable to be primed. The nurse stated that the one link set was connected to a non-baxter set; however, the line was unable to be primed. The nurse was reported to use a pushing and twisting motion to connect the one link set. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reporter stated that the event occurred on an unknown date in the two months prior to the report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. A visual inspection and functional testing were performed. During the functional flow testing it was identified that the device would not flow. The cause could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.